Manufacturer narrative:
Complaint conclusion: as reported in the literature article by gregorio, m. A. D., guirola, j. A., urbano, j., díaz-lorenzo, I., muñoz, j. J., villacastin, e., ¿ jimenez, d. (2020). Spanish multicenter real ¿ life registry of retrievable vena cava filters (refivec). Cvir endovascular, 3(1). Doi: 10.1186/s42155-020-00114-5, an optease inferior vena cava filter was implanted infrarenal. An abdominal x-ray showed the optease filter in a proper position, however an abdominal CT with sagittal multiplanar reformation (mpr) showed the filter slightly tilted on the vertical axis. Femoral access was obtained with a 16 fr unknown sheath and a 25mm non cordis snare was attempted to be used for retrieval. After several attempts, it was impossible to recover it. Jugular access was made with a 12 f unknown sheath and an unknown guide was passed through the upper vertex of the filter and with several movements from both accesses, the ivcf was introduced into the sheath and the filter could be recovered. Cavography after filter retrieval shows endothelial alteration and the filter was recovered with endothelial remains. There was no reported patient injury. The patient has a history of multiple myeloma. Six years ago the patient was diagnosed with a dvt in her left lower limb, in which the patient was treated with unfractionated heparin. The patient however had an upper-gi bleed, and anticoagulants became contraindicated. Therefore, insertion of the optease ivc filter was indicated. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter retrieval difficulty¿ and ¿filter tilt¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event; however the information provided is limited. According to the safety information in the instructions for use ¿the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. If strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding.¿ the degree of filter tilt is not stated therefore it is unknown whether this may have had an adverse effect on filter retrieval. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by gregorio, m. A. D., guirola, j. A., urbano, j., díaz-lorenzo, I., muñoz, j. J., villacastin, e., ¿ jimenez, d. (2020). Spanish multicenter real ¿ life registry of retrievable vena cava filters (refivec). Cvir endovascular, 3(1). Doi: 10.1186/s42155-020-00114-5, an optease inferior vena cava filter was implanted infrarenal. An abdominal x-ray showed the optease filter in a proper position, however an abdominal CT with sagittal multiplanar reformation (mpr) showed the filter slightly tilted on the vertical axis. Femoral access was obtained with a 16 fr unknown sheath and a 25mm non cordis snare was attempted to be used for retrieval. After several attempts, it was impossible to recover it. Jugular access was made with a 12 f unknown sheath and an unknown guide was passed through the upper vertex of the filter and with several movements from both accesses, the ivcf was introduced into the sheath and the filter could be recovered. Cavography after filter retrieval shows endothelial alteration and the filter was recovered with endothelial remains. There was no reported patient injury. The patient has a history of multiple myeloma. Six years ago the patient was diagnosed with a dvt in her left lower limb, in which the patient was treated with unfractionated heparin. The patient however had an upper-gi bleed, and anticoagulants became contraindicated. Therefore, insertion of the optease ivc filter was indicated. The device will not be returned for evaluation.

Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: gregorio, m. A., guirola, j. A., urbano, j., díaz-lorenzo, I., muñoz, j. J., villacastin, e., . . . Jimenez, d. (2020). Spanish multicenter real ¿ life registry of retrievable vena cava filters (refivec). Cvir endovascular, 3(1). Doi:10.1186/s42155-020-00114-5. Specific product details are not available. The exact event date is unknown. The publication is attached.